Event description:
The clinician reports the implant was inserted (B)(6) 1999 in fdi 37. On (B)(6) 2019, fracture of the implant was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, mobility, bleeding and fistula. No further patient complications were reported.